Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ninety-four (94) retention samples from bd inventory were evaluated by visual examination, and no issues were observed relating to gel airbubbles as all samples met specifications. Complaints for sample quality are under statistical control for december 2023. At this time, further testing is not indicated. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel airbubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there were gel air bubbles observed in the tube. The customer reported that there was no impact on patients or staff.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there were gel air bubbles observed in the tube. The customer reported that there was no impact on patients or staff.